Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for routine device interrogation. Upon interrogation fifty-three non-sustained right ventricular oversensing (nsrvo) episodes were noted to be recorded. All episodes showed a noise on the v sense amp channel when magnified. Patient was asymptomatic for all the fifty-three episodes. Noise could be reproduced on the v sense amp channel via deep breathing, coughing and isometric arm exercise. Programming changes were made. Patient was stable before, during, and after device interrogation.

Manufacturer narrative:
The event date should have been (B)(6) 2018 rather than (B)(6) 2018.

Event description:
New information received notes fifty-one episodes of right ventricular oversensing was observed from october 16 to october 19. Physician believes the right ventricular oversensing issue possibly related to a right ventricular lead malfunction and not related to the device.